Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the augmentation pressure was not good. They observed inaccurate pressure reading which resulted to less augmentation. Customer reported that the patient expired. Related balloon complaint tw # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4. Corrected fields: d1, d4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that no problems were found with the unit. Also, all functional tests were performed and the unit was found to be working in a satisfactory working condition. The fse also stated that the problem was suspected to be due to a bad pressure transducer, blockage in inner lumen, kink in balloon, etc., which was explained to the customer. The unit was then returned to the customer and cleared for clinical use.